Manufacturer narrative:
A maquet field svc tech investigated the unit and verified that the ice block was proper. The tech found no problem. The reported problem could not be confirmed. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch report will be submitted if add'l info becomes available.

Event description:
It was reported that the icebox melts down very quickly during long-cases. Add'l info obtained (B)(6) 2015: the customer would run the system 2 to 3 hrs prior to pt being in the room. Before pt was attached user would notice no ice block. User would add ice to system as stated in the user manual. (B)(4).